Event description:
It was reported that there was possible loss of atrial capture. The atrial pace impedance had also been slowly trending upward; however, it was still well within normal expected limits. The patient was referred to their clinic for further lead evaluation and was recently seen. Atrial amplitude was 5.0 mv, impedance was 614 ohms and the threshold was 0.3 v at 0.4 ms. The atrial lead remains in service and no adverse patient effects were reported.